Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report their g5 phone application having intermittent activity on (B)(6) 2016. Patient's email stated: "app sometimes stops recording my blood sugar, even though the app is active" and "often it quits recording in the middle of the night, so I don't get any readings until I wake up and select the app. I never quit the app, so it should be running continuously." Dexcom representative instructed the patient to uninstall g5 app, forget extra bluetooth devices, and made sure no extra apps are running in the background. Then patient reinstalled, re-paired tx. G5 app now working. Pt will call back if issue persists. There was no report of injury or medical intervention. No additional event or patient information is available.